Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter's sterile protective plastic barrier tore through the middle instead of along the package border when it was opened. The catheter was not used as it was unknown if sterility had been compromised. A different catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a portion of the delivery catheter packaging was returned and analyzed. The analysis indicated that the packaging was extrinsically damaged. Visual analysis of the packaging indicated damage during use. The analyst noted the packaging was returned without the product. The torn part of the packaging was not returned. The tear on the packaging started at 5cm from the top of the packaging, down to 38.5cm from the top of the packaging. If information is provided in the future, a supplemental report will be issued.